Manufacturer narrative:
Investigation results; four photos were received by our quality team for evaluation. They show a crack in the cylinder, which could cause a leak; however, it is not possible to observe any plunger defect related to the customer's report of the plunger rod bending easily. A photo of the needle was not shared so verification of the needle defects could not be completed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, a possible root cause for the crack in the syringe and the plunger rod bending could be related to the manufacturing process. It is possible that this behavior originates from cylinder jamming. This condition can generate abnormal mechanical forces, localized deformation, and lateral stresses on the piston. A physical sample would be needed to perform a more thorough investigation and to verify and investigate the needle defects reported. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 10ml ll w/ndl 21gx1in had leakage. The following information was provided by the initial reporter: material #:30964220 batch#:5069314. Verbatim: rcc received a complaint via email. The customer reports that the needles have a visible lump, scratch and bent plunger that is causing the medication/blood to leak from inside the syringe. No one was hurt as the rn caught it drawing up medications. No additional information at this time provided by our customer including patient information. Product number - 30964220.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.